Event description:
Patient had right hip/femur surgery today around 1300. After case was finished, tech took c-arm to tech area to send images to pacs. One of the 4-5 images that dr wanted saved and sent to pacs was not recognized by the c-arm. (Similar to what occurred in another case from this morning). Example: image #37= image#37... But image#38= image #35. In result, the actual image for #38 was lost. There was a similar image that tech sent instead, so doctor was not notified as study images were complete. Our x-ray service provider was notified.